Event description:
It was reported that during use in a procedure at the user facility, the drill bit broke inside the attachment. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information: d4: UDI is unknown as the part/ lot number was not reported. Correction: section d2, g1, h5, h8.

Event description:
No new information.